Manufacturer narrative:
The insulin pump was received unable to prime during prime test due to faulty force sensor resistor. The insulin pump passed displacement test, rewind test, basic occlusion test, self-test, and a21 error test. No motor error alarm, no a56 alarm, and no a64 alarm noted. The motor was tested outside of the device and passed. All operating currents tested within the specification range and passed off no power test. The insulin pump had cracked battery tube thread, broken reservoir tube lip, cracked case near the display window corners and minor scratches on the display window noted. Unable to confirm broken belt clip due to the insulin pump was returned without the belt clip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and motor failed self test. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that the pump is damaged around the reservoir opening and the o ring is missing. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.